Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and fallopian tube perforation ("perforation / perforation fallopian tube") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: symbicort, metrogel-vag, rizatriptan and cetirizine. Concurrent conditions included overweight, endometriosis since 2016, mood swings since 2016 and hypertension since 2016. In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("abdominal pain chronic") and back pain ("back pain"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (total hysterectomy) and surgery (to remove the essure / (total hysterectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown and the migraine, headache, weight increased, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, back pain, fallopian tube perforation, headache, migraine, uterine perforation and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: perforation (fallopian tube), perforation (uterus). Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received - new events "migraines, headaches,, weight gain, abdominal pain, back pain, perforation (uterus)" were added. Product implant date was updated. Historical conditions and medication were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and fallopian tube perforation ("perforation / perforation fallopian tube") in a 26-year-old female patient who had essure (batch no. B34801-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: symbicort, metrogel-vag, rizatriptan and cetirizine. Concurrent conditions included body mass index normal, endometriosis since 2016, mood swings since 2016 and hypertension since 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, 15 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain chronic") and back pain ("back pain"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bv / uti") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bv / uti"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (to remove the essure / (total hysterectomy), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, bacterial vaginosis and urinary tract infection outcome was unknown and the migraine, headache, weight increased, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, fallopian tube perforation, headache, migraine, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: patient need for additional surgery. On 25-oct-2018: discrepancy was noted for removal date of insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: perforation (fallopian tube), perforation (uterus). Most recent follow-up information incorporated above includes: on 6-nov-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)") and fallopian tube perforation ("perforation / perforation fallopian tube") in a 26-year-old female patient who had essure (batch no. B34801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: symbicort, metrogel-vag, rizatriptan and cetirizine. Concurrent conditions included body mass index normal, endometriosis since (B)(6), mood swings since (B)(6) and hypertension since (B)(6). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, 15 days after insertion of essure, the patient experienced abdominal pain ("abdominal pain chronic") and back pain ("back pain"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bv / uti") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: bv / uti"). The patient was treated with surgery (total hysterectomy, salpingectomy (bilateral removal of fallopian tubes)) and surgery (to remove the essure / (total hysterectomy), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, bacterial vaginosis and urinary tract infection outcome was unknown and the migraine, headache, weight increased, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, fallopian tube perforation, headache, migraine, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: patient need for additional surgery. On (B)(6) 2018: discrepancy was noted for removal date of insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: perforation (fallopian tube), perforation (uterus). Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received: lot number was added. Added new events: infection (bladder/urinary tract/vaginal) type: bv / uti and insertion date was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery ( to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.